Event description:
It was reported that white padding on the scissor tips of a harmonic scalpel fell off. The complaint did not specify whether the pad was retrieved.

Manufacturer narrative:
Final device investigation of the scalpel revealed the blade had been fractured and the tissue pad was severely melted, with the pad missing. The t-section of the pad remained in the jaw groove. When tested in saline, the device produced an error code #5 on the device controller.